Manufacturer narrative:
Event was reported under 3010536692-2020-00792. This is an additional component associated to the event.

Event description:
Allegedly, there was a fractured of tibial base plate on the right knee. Components not revised: -evolution femoral efsrp6pr, lot# 1750136. -advance metal back patella kpon35mb, lot# 1743601.